Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt's pain, inability to walk, metallosis, and other symptoms were being caused by the fact that the acetabular cup was loose and had not fully fixated to the pelvic bone.